Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ext set dehp free 1.2mf tubing was blocked. The following information was provided by the initial reporter: material no:10012866, batch no: 20066450. It was reported the fluid primed through the tubing but would not prime through the filter.

Manufacturer narrative:
It was reported the fluid primed through the tubing but would not prime through the filter. Received from the customer was two filter extension sets model 10012866 lot 20055450 (with its packaging pouch). Both extensions sets were received fully primed with lipids solution. Note: only two of three reported extension sets were received for investigation. The extension sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Fluid (white lipids) residue was observed within the 1.2 (adult) micron filter p/n 10012218. No obvious damage or issue were observed. Functional testing was performed by connecting a 10ml bd lab syringe filled with blue dye water to and connecting it to the female luer of the suspect set. The syringe plunger was depressed and no occlusions were observed as fluid flowed with no issues observed during testing on the 1.2 (adult) micron filter p/n 10012218. Additional testing was performed by filling up a lab IV bag with blue dye and attaching it to a lab disposable set and allowing fluid to flow through the set via gravity. The suspect extension set female luer was connected to the male luer and was setup for an infusion test. The primary set was loaded into a lab pump module and an infusion was programmed at a rate of 10ml for one hour. The infusion completed as expected with no alarm, leak, or occlusion observed. Equipment used (inspection and testing performed on (B)(6) 2020. - ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. - 8015 alaris pcu 1.5, eq10291, calibration due date: (B)(6) 2021. - 8110 alaris syringe module, eq08475, calibration due date: (B)(6) 2021. Device history record for model 10012866 lot 20055450 shows that the set was manufactured on 8 may 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record could not be performed on model 10012866 because the lot # 20066450 provided is not valid for this model number. The customer's report of fluid primed through the tubing but would not prime through the filter was not confirmed. Although the reported occlusion was not observed during testing, it is likely the set filter became clogged and the liquid flow became restricted due to the accumulation of infusion particulate during use. The root cause of this failure was not identified.

Event description:
It was reported that ext set dehp free 1.2mf tubing was blocked. The following information was provided by the initial reporter: material no:10012866; batch no: 20066450. It was reported the fluid primed through the tubing but would not prime through the filter.